Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend of the left ventricular pacing lead was decreasing. Analysis of the device memory indicated pacing capture threshold in the left ventricle was high. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) battery longevity estimate was much lower than expected. The crt-d remains in use. It was noted that the left ventricular (lv) lead exhibited low impedance and high thresholds. The lv lead output was reduced and lv lead remains in use. The right atrial (ra) lead also exhibited high thresholds. The ra lead remains in use. No patient complications have been reported as a result of this event.